Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was some undersensing of reduced amplitude intrinsics during a treated episode. The time-to-therapy was still good. Technical services advised this is due to the detection profile. The intrinsic amplitudes were too low to be detected. The slow sense profile needs some time to transition to the fast profile, and it can take a few beats for this to take place. Later, the doctor explanted and replaced the system with a transvenous system. There were no additional adverse patient effects.

Event description:
It was reported that there was some undersensing of reduced amplitude intrinsics during a treated episode. The time-to-therapy was still good. Technical services advised this is due to the detection profile. The intrinsic amplitudes were too low to be detected. The slow sense profile needs some time to transition to the fast profile, and it can take a few beats for this to take place. Later, the doctor explanted and replaced the system with a transvenous system. There were no additional adverse patient effects.